Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices by depuy metrology found they met their specifications as called out by their respective drawings. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The devices were able to be mating without issue. Product problem was not identified. Based on the performed investigation, the need for corrective action has not been indicated.

Event description:
It was reported that the prostalac acetabular cup and prostalac femoral stem were implanted as per recommended surgical technique. Femoral head would not snap into the snap fit cup. Surgeon attempted to apply abduction pressure and the femoral head would still not seat. Surgeon removed acetabular cup and femoral head and implanted a new one of each. This caused a surgical delay of 60 minutes.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.